Event description:
It was reported that during a lobectomy, the device did not fire staples. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.